Event description:
It was reported that during an angioplasty procedure, the shaft of the catheter broke outside of the patient. As the physician attempted to insert the 12mm x 3.00mm apex monorail balloon catheter into the patient, the shaft of the apex fractured and detached outside of the patient. The physician used another of the same device to successfully complete the procedure. The patient's condition was reported as 'stable'.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that during an angioplasty procedure, the shaft of the catheter broke outside of the patient. As the physician attempted to insert the 12mm x 3.00mm apex monorail balloon catheter into the patient, the shaft of the apex fractured and detached outside of the patient. The physician used another of the same device to successfully complete the procedure. The patient's condition was reported as 'stable'.

Manufacturer narrative:
Device evaluated by manufacturer: the returned device was received in two pieces. The break occurred at the port side. An examination of the midshaft fracture site of both pieces revealed that the shaft was stretched on each side of the break. The hypotube shaft was severely kinked at various locations. A microscopic examination of the balloon material did not reveal any anomalies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).